Event description:
Pt called lfs in 01/2002 alleging that their one touch profile meter was reading inaccurate low. Per facility, the following info was documented: customer was groggy, ketoacidosis, fruity breath, shaking, very cold, vomiting. "Customer called lfs and used family member's machine". "Customer was getting very sick and had to go to the hosp. Pt went to the hosp because they were trusting the profile's low reading." Reading of 175 on a meter (unclear if customer's on family member's meter) is compared to the hosp's reading of 500+ (venous) with a difference of over 30 minutes. Customer was treated with "IV in the arm, had to take pain medication, had to have a pap smear done. Got into fight with family member due to unstable emotional state".